Manufacturer narrative:
The insulin pump had no act button response due to corroded keypad traces. No black circle, audio anomaly or button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, and a cracked belt clip slot.

Event description:
It was reported that customer's insulin pump had a button error. The device is beeping and the display shows a black circle. Customer's blood glucose was 198 mg/dl. Customer removed the battery for thirty minutes, but the issue persists. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.